Event description:
It was reported that the patient experienced a urinary tract infection (uti) during the use of a foley catheter (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).